Event description:
The hearing aid (h/a) dispenser reported that the flex tip shell option came detached from the hearing aid and remained in the user's ear canal. The material was removed without incident or damage to the ear.